Event description:
Information was received that reported a patient had been hospitalized, due to hyperglycemia. The reporter stated that her blood glucose level began to rise on thursday night. At 1500 the next day her blood glucose was 548, when she presented to the emergency room. She was discharged at 1900 later that day after receiving 20 units of insulin via injection and hydration via IV. Her blood glucose was reported to be 348 upon release. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence. But, as of the date of this report, it had not been returned for evaluation.